Manufacturer narrative:
Additional information provided in h.6. And h.11. The photo of the product was visually inspected and confirmed a crack on the infusion chamber. Although the product was not received for investigation, previous investigation of similar complaints has confirmed this be related to insufficient welding between the infusion chamber and the pinch plate causing priming failure on the cassette. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint is due to an inadequate weld between the infusion chamber and pinch plate. The source of this defect is related to an error in the welding process during manufacturing. Another potential contributing factor could be related to customer handling of the product or damage during shipping. After an investigation of this complaint, it has been determined that no further actions will be pursued at this time. Each final cassette assembly is 100% leak and flow tested to mitigate this type of event, indicating this to be an isolated event for this batch. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The returned product was visually inspected and confirmed a crack on the infusion chamber. The infusion chamber was broken off from the pinch plate to further inspect for any welding anomalies along the welding profile of the infusion chamber. Insufficient welding between the infusion chamber and the pinch plate caused the priming failure on the cassette. The source of this defect is related to an error in the welding process of the infusion chamber to the cassette during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after opening the package, it was found that cassette was leaking and the dual infusion chamber at the back of the cassette was cracked before vitrectomy surgery. The surgery was completed on the same day. There was no information about any impact to the patient.